Event description:
It was observed that during device evaluation, the ultrasound gastrovideoscope exhibited foreign material on distal end body, the scope cover, and on the control section. Additionally, there was damage to the ultrasound probe. The adhesive around acoustic lens was cracked and objective lens adhesive section was peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.